Manufacturer narrative:
A ge service rep performed an onsite investigation and was unable to duplicate the reported issue. The monitor connections, image processor, display cable adapter and cine interface along with the video cables and ribbon cables were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's left monitor was flickering and intermittently turned off outside of a procedure. No pt injury was reported.